Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-05142. It was reported the pt is experiencing pain, swelling, soreness, and redness at the ipg site. It was also reported the pt believes the ipg has moved from it's original location, and has disconnected from the lead. The pt also experienced pain in her leg whether stimulation is on or off. Attempts to gather additional information have been unsuccessful. No further information is available at this time.